Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter (pm) contaminant was observed inside a 250ml intravia container. The pm was further described as a gelatinous substance inside the container. This issue occurred during setup/preparation for therapy with medicine containing human alpha1-proteinase inhibitor (alpha1-pi) prior to patient use. There was no patient involvement. No additional information is available.